Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): no serial numbers reported. Claim # (B)(4).

Event description:
The reporter stated " the patient is a (B)(6) yo is a martial artist. He has an irregular cornea (ffkc). His vault is low and the lens already rotated 2 weeks after icl implantation." Lens remains implanted.additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.